Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer's service center for evaluation of an alleged ventilator service required alarm. There was no harm or injury reported. On evaluation, device error code e-43 was noted to be recorded in the error log indicating an event of the alternating current not usable; a problem with voltage inside the device. The alarm was not reproduced during evaluation and was not confirmed on operational check. Since it was believed that a malfunction occurred with either the power control or the power supply or both, the system printed circuit board assembly, and the power supply were replaced. The software version was upgraded from 1.06.10.00 to 1.06.15.00. The device passed final testing and was confirmed to operate properly.

Manufacturer narrative:
Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution. The reported failure of the power supply and/or printed circuit board assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.